Event description:
Ortho fix bone stimulator (sn: (B)(6) inactivates a perfectly good and functional unit though I am the original and only user, for the sole purpose of getting reimbursed by the insurance company and my paying a new coinsurance fee so they can boost sales. This has nothing to do with the unit or problems with the unit or malfunction of the unit; rather it is a pure and simple ploy to increase sales. It is obscene. This action contributes to added and unnecessary healthcare expenses and personal medical expenses due to this fraud. My doctor and I decided to continue its use through a shared decision-making model and now, I am at further risk of nonunion due to orthfofix's greed.